Event description:
A consumer reported that they were reprogrammed by a manufacturer representative (rep) last week. The patient thought that the rep only changed settings in group e and d, but now they were not sure. The patient was programmed with high density programming. It felt good while they were there and worked for a bit afterwards, however they could not find a comfortable setting and they were ¿going bonkers¿ shortly afterwards. Running group e at 0.5 was so uncomfortable and last evening they were feeling a stabbing sensation in the back. The patient thought they turned stimulation off last night but they saw that stimulation was on when they got back up. No trauma, falls, or emi were reported that could be related. The patient checked their device with the programmer and it showed stimulation was on. The patient could change stimulation but increasing and decreasing or switching between groups b and e did not resolve the issue. Additional information received from the patient indicated that the steps taken to resolve the uncomfortable/stabbing sensation was that the patient used their favorite setting and tried different ways of either turning it up or down. They also tried other settings that were on the stimulator but was very unhappy with the way they felt for pain control. The patient needed to use hydrocodone 10/325 every 5-6 hours when the stimulator was on a comfortable setting. The setting was tolerable for everyday use right now. It was very hard for the patient to stand for any length of time and the patient was exhausted at bedtime and slept quite well. The patient usually needs a pain med when they wake up. The patient called for an appointment with the manufacturer, but cancelled the appointment. The device was indicated for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.